Manufacturer narrative:
Inspected 1 opened/used enlite sensors and performed bicarbonate buffer test. Sensor failed per specification due to high readings. Found bent cannula and unable to confirm if customer received sensor in said condition due to sensor being returned after it was used.

Event description:
Customer's mother called to report difficulties with her daughter's sensor. Blood glucose reading was 105 mg/dl. The sensor gave low glucose readings that lead to the insulin pump going into threshold suspend. The customer saw blood on the sensor and noticed it was curved upon removal. Advised that the sensor will be replaced. Nothing further reported.